Event description:
The covidien premium surgical auto clip applier 9" small had a suspicious white powder/residue on the tip and was noticed after the clip applier had been used in the procedure. It was immediately removed from the field and a new one opened which had the same residue. Five more in the boxes were found to have residue on them before finding only one available in the or that did not. That one was opened and used from that point on.